Manufacturer narrative:
Information was received that the unit was in use on a patient at the time the reported issue occurred. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event and no further patient information was provided although requested. The customer reported that the units speaker was found to be unplugged. The units filters were replaced as part of preventative maintenance. No other issue reported.

Manufacturer narrative:
The issue was resolved when the customer plugged the speaker back in. There were no other issue reported.

Event description:
It was reported that the ventilator had a bad speaker with a continuous primary alarm failed. It is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Additional information has been requested.